Event description:
It was reported that the patient's "one week charging neurostimulator was replaced with a two week charging device in (B)(6) 2011." It was noted that the patient could not remember the exact date of the replacement. The patient stated that "the lead was also replaced because it did not lay right on the spine." The patient further stated that "one side did not work and he had to crank up the amplitude to try and cover the other side, but it caused discomfort." The patient stated that "he was told to turn the voltage up so that it would "bleed over" to help the other side." It was noted that this was painful for the patient. The patient indicated that his device "was working on cycle 1" and asked about 1 week and 2 week rechargeable batteries. The patient outcome was not provided.

Event description:
Follow up information received reported that the lead component of the implantable neurostimulator (ins) was replaced because, it was too far to the left thereby necessitating an additional lead be placed. The ins was reported to be functioning but did show a previous overdischarge event. The patient outcome was not known. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-30, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: unk, product type lead, product ID 37752, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type recharger, product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3708140, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type extension product ID 3708140, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type extension. (B)(4).